Event description:
It was reported that during a stenting treatment procedure, a guide wire tip detached. The target lesion was located in the mid left anterior descending artery (lad). Prior to use the hoop containing a 185 cm pt2 guide wire was flushed with a with a 10 cc syringe. Upon removal from the hoop the guide wire was wiped down. During introduction, while still outside of the patient, the pt2 guide wire was inserted into an unspecified guide catheter and the tip of the wire broke off. There was no patient involvement. No patient complications were reported and the patient's status is fine. The procedure was completed with another of the same pt2 guide wire and guide catheter.

Manufacturer narrative:
Age at time of event: 18 years or older . (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a guide wire tip detached. The target lesion was located in the mid left anterior descending artery (lad). Prior to use the hoop containing a 185cm pt² guide wire was flushed with a with a 10cc syringe. Upon removal from the hoop the guide wire was wiped down. During introduction, while still outside of the patient, the pt2 guide wire was inserted into an unspecified guide catheter and the tip of the wire broke off. There was no patient involvement. No patient complications were reported and the patient's status is fine. The procedure was completed with another of the same pt2 guide wire and guide catheter.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed fractured in two sections: the first section proximal and the second section distal. All device dimensional measurements taken were within specification. Sem analysis revealed both samples exhibited the same failure mode presenting the same characteristics with corresponding shapes, suggesting a match between them. The failure occurred due to a bending and tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).